Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken port. The generator is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator was returned for service.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken port, both output connectors were broken. It was additionally noted that the hanger was cracked, the display was bleeding and the hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.